Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that a patient who was under anesthesia was undergoing an atrial septal defect (asd) closure procedure. The catheter was inserted into the patient and the doctor was visualizing the intracardiac echocardiogram (ice) when it was noted that the catheter displayed a poor quality image. The doctor removed the catheter, rebooted the system to restore functionality and reinserted a different catheter to continue and complete the procedure. There was a 10-minutes delay while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.